Manufacturer narrative:
The returned device analysis was unable to test the reported difficult to open or close (gripper actuation), premature activation due to the condition of the returned device as the detached clip was only connected to the lock line when returned. The reported retraction problem (delivery catheter [dc] handle- retraction) was not confirmed as the dc handle was able to retract without any issues. The reported difficult to remove (anatomy) could not be tested as it was related to patient/procedural conditions. The reported difficult to remove (clip delivery system [cds]/ steerable guide catheter [sgc]) was confirmed as it was noted to be difficult to remove the cds from the sgc. The returned device analysis observed that the clip was separated from the cds, the gripper cap (no tactile marker) and the gripper lever latch were missing. The l-lock tabs were observed to have scratches, and the threaded stud was observed to be broken and had scratches. The actuator mandrel was noted to be bent and the harness was noted to be deformed. The steerable sleeve shaft was also bent. The clip introducer was also observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. The reported patient effect of worsening mitral regurgitation listed in the mitraclip system gen 4, u.s. Instructions for use (IFU), is a known possible complication associated with mitraclip procedure. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation) could not be determined. The reported difficult to remove (anatomy) was due to procedural conditions as the anterior leaflet was noted to be caught on the gripper and the cds was pulled hard to free the leaflet. The reported difficult to remove (cds/sgc) was due to user technique and/or procedural conditions as it was noted that the physician was unable to pull the clip fully into the sgc and needed to pull hard. The premature activation was a cascading effect of the reported difficult to remove (cds/sgc) as the clip popped off the cds after the physician attempted to pull the clip forcefully into the sgc. The reported retraction problem (dc handle- retraction) appears to be related to procedural conditions as it was noted that the dc handle was able to be retracted during preparation after troubleshooting; however, during the procedure, there was difficulty in retracting it. The observed material separation (cds-clip) was a cascading effect of the reported premature activation. The observed material deformation (clip introducer, harness), deformation due to compressive stress (steerable sleeve shaft and the actuator mandrel), scratched material (l-lock tabs and threaded stud), break (threaded stud) were a result of the procedural conditions/troubleshooting steps as difficulty was experienced in pulling the clip into the sgc during the procedure during which the physician inadvertently had to pull hard on the components. The reported surgical procedure (minor surgery) was a result of case specific circumstances as a cut down procedure was performed at the groin to remove all the devices. Based on the information reviewed, the reported worsening mitral regurgitation was related to the procedural conditions. Additionally, a potential product issue was identified due to the observed missing component (gripper cap - no tactile marker) and the observed missing component (gripper lever latch) which was in turn due to the material separation of the gripper cap and the gripper lever latch. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed for difficult removal and premature clip deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The transseptal puncture was performed; however, it was noted that the puncture was very superior. The steerable guide catheter (sgc) was prepared without issue. The sgc was advanced and it was noted that when the left atrial pressure monitoring was connected, air bubbles were in the line. Aspiration was performed, and this seemed to cause more air bubbles. The air was able to be aspirated and no air entered the patient anatomy. The device was used without additional issue. The clip delivery system (cds) was then prepared for use. During device preparation, the device was flushed and the clip seemed to open and close without issue. However, it was noted that the delivery catheter (dc) handle would not move. It was noted that the flush line was clamped at the back end. The line was unclamped and flushed appropriately. The dc handle was then able to move without issue. The device was advanced into the patient anatomy. Due to the transseptal puncture location, additional "+" knob was used, which brought the device lower. Additional "a" knob was used to gain more height. When the clip was in the left atrium, during straddling, a gap was noted by the sleeve. The dc handle could not be pulled back any more to close the gap. It was noted that the anterior leaflet caught on the gripper. The grippers were cycled (raising / lowering) in an attempt to free the leaflet. It was then noted that the grippers could not be raised or lowered. The physician tried to individually raise/lower the grippers; however, that did not work. It appeared that the grippers were affixed to the shaft. The clip was then pulled flush to the sgc, and the leaflet was freed. There was no tissue damage. The physician was unable to fully pull the clip into the sgc and pulled hard. The clip popped off the clip delivery system and remained attached to the lock line. A cut-down procedure was performed at the groin in order to remove all devices. The procedure ended with no clips implanted. There was no adverse patient effect or a clinically significant delay in procedure. The patient remained in stable condition post procedure. A second mitraclip procedure will be scheduled for a future date. No additional information was provided.